Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 57 mg/dl at the time of the incident. Customer was working in the yard when the alarm occurred. Customer stated that he was feeling fine and drank a mountain dew to treat for the low blood glucose. Customer does not wish to troubleshoot for the low blood glucose because he knows why he is low. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he is not sending back his old pump and will keep it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.